Event description:
Caller alleged discrepant results and errors with inratio. Test: #1, inratio: 1.2. Test: #2, >7.5.

Manufacturer narrative:
Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. Also, pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide -limitations, "this test should not be used for pts on heparin therapy." Errors may have been caused by interference with pt's therapy. No further investigation will be pursued. Device is not expected to be returned for eval. Investigation is closed. No corrective action is required, as no product deficiency was established.